Event description:
No additional information.

Manufacturer narrative:
Initial reporter information updated in e tab.

Event description:
It was reported that bd insyte autoguard catheter tip was broken. The following information was provided by the initial reporter, translated from spanish to english: 1. When cannulating the patient, the distal tip was broken, which prevented the passage of the needle, and at the time of removal, the patient reported a lot of pain.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381823 and lot number 3032974. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.